Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus china, omsc surmised that this phenomenon was attributed to which the sensor did not function because the sensor connection socket on the manifold valve unit of the subject device was loosened. It is presumed why the sensor connection socket was loosed is because excessive impact was applied to the subject device during use or transportation. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device function, the automatic termination of insufflation did not work at the unspecified timing. At the incoming inspection for the repair, olympus china checked the subject device and found that a sensor connection socket on the side of the manifold valve unit was tilted and false welding. In case of the sensor connection socket of the manifold valve unit is loose, it leads to insufflate co2 gas continuously and co2 gas supply cannot be stopped. There was no patient injury associated with this report.